Event description:
It was reported that the device required replacement of the flow sensor assembly. There was no patient involvement. There was no patient or user harm reported. It was confirmed that the device required replacement of the flow sensor assembly. The service engineer replaced the flow sensor assembly. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - +(B)(6).